Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient' implantable cardioverter defibrillator exhibited a software anomaly and caused a programmer session to be interrupted. The issue was resolved by rebooting the programmer. No further information was reported.